Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the this right ventricular (rv) lead exhibited chronic high threshold. Additional information indicated that the right ventricular (rv) lead was explanted due to issue on positioning. No additional adverse patient effects were reported.